Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(6) ubd: 15-apr-2023, UDI#: (B)(4). This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve via right subclavian access, the valve was successfully loaded. A pre-balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) balloon. During the deployment, the valve dislodged while positioning. The valve was recaptured. Following recapture, an infold was noted. The valve and delivery catheter system (dcs) were withdrawn from the patient, and a new valve and dcs were used to complete the procedure. No adverse patient effects were reported.